Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. G7 str insrtr threaded shaft was returned and evaluated against the complaint. Visual inspection of the inserter shows the distal threads are fractured and the fractured portion was not returned with the remainder of the device. The device also shows only the last two threads were fractured on the inserter. The returned fractured device were submitted to sem lab for fracture and material composition analysis. Material analysis determined the devices were manufactured to specifications. As stated in the sem report the features of the fracture surface of this g7 straight threaded inserter shaft align with those reported in a previous summary of failure analysis of threaded inserter tip fractures. DHR was reviewed and no discrepancies relevant to the reported event were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. However, it is impossible to determine the exact mode of fracture with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument broke on the back table while the tech was assembling it. There was no adverse events reported as a result of this malfunction.